Event description:
The customer reported that the patient was switched from a portable syncardia freedom driver to a syncardia companion 2 driver for a medical procedure. After the procedure, the patient was returned to his room. The customer also reported that when the companion 2 driver was connected to external wall air, it exhibited a "system malfunction" alarm. When the wall air was disconnected and then re-connected, the alarm resolved. The customer also reported that about 15 minutes later, the companion 2 driver was again removed from wall air for about 15 minutes. When the driver wa reconnected to wall air, the driver exhibited a "system malfunction" alarm. There was no impact to the patient as a result of the "system malfunction" alarm, and the patient was switched back to a portable freedom driver later that day. The companion 2 driver was returned to syncardia for evaluation.

Manufacturer narrative:
Review of the electronic patient file revealed several occurrences of "system malfunction" alarms. When the companion 2 driver was tested in the lab at syncardia, the driver exhibited a "system malfunction" alarm when it was connected to an external air source because of main tank overpressure. The investigation revealed that the root cause was the manual pressure regulator. The manual pressure regulator was unable to maintain a set voltage. The manual pressure regulator was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. In addition, main tank overpressure does not present a risk because when the driver is connected to an external air source, the driver's over-pressure relief valve would vent excess pressure. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.